Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having power cable disconnect alarms. It was noted that the patient was on an ungrounded cable and had a wire fracture with known driveline faults, low voltage alarms, and pulstility index (pi) events. Log file review captured a series of unusual power cable disconnect events on (B)(6) 2022 with no impact to motor function. There were no low voltage advisory or low voltage hazard events recorded. The pump appeared to be operating normally with the ongoing driveline faults. It was stated that equipment would not be returning and the patient had no further alarms after the system controller exchange other than the ongoing driveline fault alarms. A new orange cable was requested.

Event description:
Related MFR. Report # 2916596-2022-10855.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed persistent driveline fault alarms. Based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise; however, no product is available for evaluation. System controller log files were submitted for evaluation that contained overlapping data, collectively ranging from (B)(6) 2022 through (B)(6) 2022. A log file from (B)(6) 2022, post-system controller exchange, was also provided for review. Persistent, silenced driveline fault alarms with corresponding yellow wrench alarms were captured throughout the files. Pump operation was not interrupted, and no other notable events or alarms were captured. The pump appeared to function as intended and operated above the low speed limit for the duration of the files. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14apr2010 via order number (B)(4). The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.